Event description:
A customer reported via phone call indicating that their insulin pump alarmed motor error and no delivery while trying to perform a bolus. The patient's blood glucose level was 250 mg/dl at the time of the call. The customer stated that there were no significant events that could led to the motor error alarm. The customer was informed that the pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. The customer sent the product back for analysis. A replacement pump was shipped to the customer.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received unable to prime unit during prime/a33 test due to faulty force sensor resistor. Unable to perform excessive no delivery test due to prime anomaly. The motor was tested outside the device and passed. The insulin pump also passed basic occlusion test and displacement test. No motor error alarms were noted. The insulin pump was received with cracked case at the display window corners, display window, cracked battery tube threads, minor scratched display window and stained end cap sticker.